Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment.

Event description:
Related manufacturer report number: 1627487-2023-00255.